Event description:
The download data for a (B)(6) male pt revealed several abnormal shutdowns. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon eval, monitor produced abnormal shutdown. The cause of the reported problem is a defective pxa component u104 on computer / analog (ca) board sn (B)(4). The root cause of the defective u104 could not be positively identified. No adverse event resulted from the defective u104 component. The pt received a replacement monitor.